Event description:
Unomedical reference number (B)(4). Event occurred in india. On 21-apr-2024, it was reported that patient faced infusion set leak event. The leak was at the site of quick release. No further information available.